Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the instrument is not bent as reported, but the tip of the driver has been broken off. Mechanical failure, pieces broken, directly caused event.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the solera driver was bent. No details were provided as to how the damage occurred. The surgeon continued the procedure with different instruments and completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.